Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): 1st nurse in room with cxr. 2nd nurse on side with IV infusion pumps - not pulled, kinked or hooked on anything. After t+p after cxr. 1st nurse noticed isolation gown becoming covered in blood. Realized IV tubing had fallen apart at the lower y port. Status epilepticus & interrupted flow of sedating medication. No injury reported.